Event description:
Trigger will not spray. Confirmed complaint: dip tube completely blocked. Cleared blockage. Repair order (B)(6). (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/31/2012 under wo # (B)(4) and shipped on 02/07/2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint revealed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98265, this unit was at csi on 4/14/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit's dip tube was blocked up. Root cause: a blockage in the dip tube indicates the source of the liquid nitrogen (dewar containers) is not completely clean. Particulates can be taken up and accumulate to form a blockage. Root cause is attributable to wear and tear and handling error. *correction and/or corrective action the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
Trigger will not spray. Confirmed complaint: dip tube completely blocked, cleared blockage. Repair order (B)(4). 1216677-2022-00129 mini ultrafreeze 900077 e-complaint-(B)(4).